Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Troubleshooting performed via phone with emergency support. No service/repair performed or parts replaced. Due to character limitation in e1 full event site name: (B)(6).

Event description:
User called into emergency support program line to request support for cs300 intra-aortic balloon pump (iabp) unit with autofill failure alarm issue. There was no patient harm or injury reported.

Manufacturer narrative:
Updated fields: b4,d8,d10, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions,component code), h11 , b1, g2 it was reported by the customer through the emergency support program (esp) that during use, the c300 intra-aortic balloon pump (iabp) had an "autofill failure" alarm. There was patient involvement reported and no injury or harm reported. Esp personnel was on call to evaluate and troubleshoot the unit. At the time of the call the customer already transferred the therapy to another cs300. The customer believed the issue was related to the fiber optic iab and stated that they were reporting the event so the cs300 could be evaluated and serviced. The customer provided the cs300 serial number to esp personnel to allow for complaint creation and service request initiation. The customer expressed appreciation for the assistance in facilitating the service and repair process.

Event description:
N/a.